Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 3239 milliliters (ml) during cycle 4. This drain volume meets baxter's iipv criteria. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. Additional issue of iipv was confirmed in the therapy log, but not duplicated during pal evaluation. The assignable cause was: insufficient drain. Use error. Tidal uf removal set too low. A review of the previous service record, (B)(6) 2009, shows the device passed all required tests and calibrations prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the issue of iipv. The previous return of the device was not for any issue related to. Device met specifications relative to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.